Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that heparin (250ml) was programmed to infuse at 400 units/hr. It was noted by clinician that 180ml out of 250ml should be left in the bad upon assessment however it appears to not be "missing much medication". There was patient involvement however no patient harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer complaint of flow accuracy could not be verified due to the product of material: 2420-0007 not being returned for failure investigation. Related pump complaint record#: (B)(4) received the samples - but that investigation reported no administration tubing sets. There was one photo returned by the customer, of IV bags, but unfortunately this was not enough information to confirm the failure. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.